Manufacturer narrative:
On march 23 2018 haemonetics received notification of an incident in which a hospital patient experienced two reactions following transfusions during a CABG procedure. The hospital reported that the sq40 transfusion filter was not saved following the event, an evaluation of the physical device was not possible. The hospital reported that reactions were considered to be acute, and there was no permanent impact to the patient's health, the patient was able to make a full recovery without further symptoms or interventions. The hospital also reported that the patient received one unit of packed red blood cells and did not experience a reaction to that unit. Based on the available clinical information, it is not possible to identify a causal link between the haemonetics product used and the acute reactions the patient experienced.

Event description:
On march 23 2018 haemonetics received a report of a patient who experienced two post-transfusion reactions following cpb and protamine administration during a coronary artery bypass grafting (CABG) surgical procedure while using the haemonetics sq40¿ blood transfusion filter which had occurred on (B)(6) 2018. The hospital reported that following each reaction episode the patient received benadryl, solumedrol, epinephrine, levophed and ca++cl-. The patient also received one united of packed red blood cells while on cpb without any complications. The hospital reported "ultimately this was an acute event and no untoward effects following initial treatment. Patient hospital course was uneventful. The patient made a complete recovery without further symptoms or intervention."